Event description:
It was reported that the patient heard audible alert and came to the clinic. During interrogation, it was found that there was oversensing and variable and high lead impedance on the right ventricular (rv) lead. It was also reported that the lead fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.